Manufacturer narrative:
The device records 53 log entries between (B)(6) 2008 and the (B)(6) 2012, manual power ups of varying duration, some of ten minutes duration, are recorded during this time. The device was shipped with 1.1.2 software installed and upon return to heartsine the software was 1.4.2. The technical log indicates the device was upgraded after the last log entry in (B)(6) 2012. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. This device was malfunctioned, as the device switches on automatically.